Manufacturer narrative:
This MDR is submitted retrospectively following an internal review and updated best practices in the reporting criteria. The user reported an event where the eversense cgm system displayed results that differed from blood glucometer measurements. Based on a review of the sensor data available in the data management system (dms), the observed discrepancies occurred during the initial post-insertion period ("early wear time"), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization. The user was educated about this adjustment period and advised to continue using the system, entering any additional calibrations as prompted by the system. The user was informed that system is expected to improve following stabilization. The user acknolwedged this guidance and agreed to continue use of the system as instructed. User was requested to call back if issue persists. Case closed.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.